Event description:
It was reported that the patient was presented to the clinic after fainting. It was noted that the patient experienced a type iii av block. No capture was seen in the right ventricle. Upon opening the pocket, capture could be obtained through an external pacing system analyzer. The pulse generator was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.